Event description:
Customer stated, "her sister was there cleaning for her. They both smelt something burning. The sister picked up the pad and it was very hot and she dropped it. It landed on the bed and burnt a small hole in the sheet." The product was not returned for investigation because the customer threw the product in the trash. The customer did not claim any injury. The product has not been returned. Without the product, bce cannot make any further determinations.